Event description:
It was reported that the implantable cardiac monitor (icm) experienced a soft power on reset (por) due to battery supply low. This was likely caused by the ablation procedure that the patient underwent that week. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial power on reset occurred. If information is provided in the future, a supplemental report will be issued.